Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies which required unspecified 3rd party assistance. The patient reported she was brushing her teeth and felt like her glucose level was going low, so she ate some macaroons to bring her level up. She still felt like she was very low, so she rechecked her fingerstick which was 1.4 mmol/l. Her continuous glucose monitor (cgm) values were not provided. She collapsed and fell in and out consciousness. At the time of the contact, the patient's glucose levels were within range, but she felt a little foggy. The patient reported to the distributor that she is no longer using the product and that she declines to answer any further questions about the event. There were no reported glucose values available to search within the parkes error grid calculator. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.